Manufacturer narrative:
D9): the device was returned to the manufacturer on 11 jan 2022. G3): device evaluation and investigation completed 10 feb 2022. H3): device evaluation: the device was returned and evaluated by a cross functional team. The guide wire was returned with the bridge device, observed exiting out of the device''s guide wire port. The guide wire was stuck 27 mm from the distal tip of the device. The straight end and j tip of the guide wire looked to be in good working condition. No damage was observed on the bridge device; however, biologics were seen in the guide wire lumen. The bridge balloon and inflation port were in good working condition. Pulling the guide wire from the proximal end of the bridge device, the outer coils of the guide wire unraveled. Flushing of the bridge guide wire port did not successfully remove the guide wire. In order to determine the cause, further dissection of the bridge inner lumen included using a mandrel, removing the strain relief, and cutting sections of the lumen was performed. Ultimately, the bridge lumen was cut vertically and an unknown fibrous substance was removed from the inner lumen. With this substance removed, the guide wire was able to pass through the bridge inner lumen. A new guide wire was backloaded and the bridge inner lumen was patent. The substance was identified as biologics (fibrous tissue). There is no indication of a design or production issue, and no indication of a use related failure. The failure was caused by fibrous tissue that became stuck in the guide wire while passing an obstruction within the patient''s vasculature. The buildup of tissue on the guide wire prevented the bridge device from advancing on the guide wire. This event has been determined to be patient condition related (fibrous tissue causing the failure), not device related.

Manufacturer narrative:
Patient's date of birth unk. Other relevant history unk. The device was not returned, thus no investigation could be completed.

Event description:
A lead extraction procedure was scheduled to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia (cied system/pocket infection). Prior to beginning the case, a spectranetics bridge occluding balloon was being prepped to be used in the event an emergency occurred during the procedure. However, when the physician attempted to place the bridge balloon onto the 0.35 guide wire, the bridge would not track/advance over the wire. A new bridge balloon was opened and it worked perfectly. The procedure was completed successfully with no reported patient harm. This report captures the first bridge balloon that would not track/advance over the guide wire and the potential for harm if it was to recur in the event of an emergency.